Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2016, an fse conducted on-site follow-up with the customer. The fse cleaned the barcode reader lens and upgraded the software which returned the instrument to normal operation. The most probable cause of the reported event was due to a corrupt file for the barcode reader.

Event description:
On (B)(6) 2016, a customer reported error 5037 carousel bcr mode set error with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.